Event description:
I'm in constant pain on the left side, heavy periods, I can feel the coil during sex which is too painful so I do not have sex at all. I have itchy rashes off and on. I have a lot of joint pain and inflammation all the time from the nickel and pet I think.